Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), endometritis ("chronic endometritis") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. Right:a50511,left:b34603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, pap smear abnormal and hpv positive oropharyngeal squamous cell carcinoma. Patient assessed with ascus with positive high risk hpv cervical. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, irregular menstrual cycle, cervical dysplasia and cervical intraepithelial neoplasia. In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and bacterial infection ("several bacterial infections"). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced depression ("extreme depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion/initially the right tube essure device was removed with secondary to too many coils trailing"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), migraine ("migraine"), headache ("headache") and mood altered ("moody") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, complication of device insertion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, abdominal pain lower, bladder disorder, urinary tract disorder, fatigue, depression, bacterial infection, migraine, weight decreased and mood altered outcome was unknown, the dyspareunia, uterine pain and vulvovaginal pain had resolved and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial infection, bladder disorder, complication of device insertion, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: 5 coils were trailing from the right fallopian tube. 5 coils were trailing from the left fallopian tube. Initially the right tube essure device was removed with hysterscopic graspers secondary to too many coils trailing into the uterus. A second essure device was placed in the right tube with the recorded coils trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: bilateral fallopian tube occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, fatigue, bleeding, dysmenorrhea, vaginal discharge, menorrhagia, pelvic pain, chronic endometritis. Most recent follow-up information incorporated above includes: on 8-feb-2019: medical records received: lot numbers were added. Reporters were added. Concomitant conditions were added. Reporter causality comments were added. New event added:chronic endometritis. Surgery added from medical records. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. Right:a50511,left:b34603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, pap smear abnormal and hpv positive oropharyngeal squamous cell carcinoma. Patient assessed with ascus with positive high risk hpv cervical. Previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal, irregular menstrual cycle, cervical dysplasia and cervical intraepithelial neoplasia. In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and bacterial infection ("several bacterial infections"). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced depression ("extreme depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion/initially the right tube essure device was removed with secondary to too many coils trailing"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), migraine ("migraine"), headache ("headache") and mood altered ("moody") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometritis, genital haemorrhage, complication of device insertion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, abdominal pain lower, bladder disorder, urinary tract disorder, fatigue, depression, bacterial infection, migraine, weight decreased and mood altered outcome was unknown, the dyspareunia, uterine pain and vulvovaginal pain had resolved and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial infection, bladder disorder, complication of device insertion, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: 5 coils were trailing from the right fallopian tube. 5 coils were trailing from the left fallopian tube. Initially the right tube essure device was removed with hysterscopic graspers secondary to too many coils trailing into the uterus. A second essure device was placed in the right tube with the recorded coils trailing into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: bilateral fallopian tube occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower, fatigue, bleeding, dysmenorrhea, vaginal discharge, menorrhagia, pelvic pain, chronic endometritis. Lot number:a50511 manufacturing date:2012/09, expiration date: 2015/09. Lot number:b34603 manufacturing date:2013/05, expiration date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. In 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and bacterial infection ("several bacterial infections"). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced depression ("extreme depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine pain ("uterus pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), migraine ("migraine"), headache ("headache"), weight decreased ("weight loss") and mood altered ("moody"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, complication of device insertion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, vaginal discharge, abdominal pain lower, bladder disorder, urinary tract disorder, fatigue, depression, bacterial infection, migraine, weight decreased and mood altered outcome was unknown, the dyspareunia, uterine pain and vulvovaginal pain had resolved and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, bacterial infection, bladder disorder, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: bilateral fallopian tube occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : the event abnormal vaginal bleeding, menorrhagia, bladder disorder, urinary problems, dysmenorrhea, dyspareunia, fatigue, extreme depression, several bacterial infections, migraine, headache, vaginal discharge, weight loss, moody, uterus pain,complication of device insertion added. Reporters, events outcome. Lab data,concurrent condition added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.